Event description:
A hemodialysis inpatient user facility reported that during treatment, pt experienced redness of upper arm. Nurse stated that the pt was fine before treatment. Pt was on a 180nre dialyzer and his arm became bright red around the fistula access. Pt had no symptoms of rash or itching, pain or fever. Pt was switched to a 160nr eto sterilized dialyzer and was fine. Pt was not hospitalized. Nurse switched pt to 160 dialyzer because she did not know they had a 180 dialyzer. On an unk date in (B)(6) 2014, the pt experienced redness at the site of his venous-arterial fistula. On (B)(6) 2014, it was documented in the pt's medical record that his arm continued to be red despite using ethyl chloride spray. The pt denied itching or pain at the site. On (B)(6) 2014, it was documented in the pt's medical record that his access site was slightly reddened. The pt denied any complaints related to the redness. Sample is not available; sample was discarded. U/f reference #: (B)(4).

Manufacturer narrative:
The post market clinical staff reviewed the provided medical records. Based on the information it appears that on (B)(6) 2014, the pt's clinic rn reported severe erythema over the pt's left upper arm arterial-venous fistula. The pt was then placed on the optiflux 160 nr eto sterilized dialyzer. His allergic symptoms resolved after two treatments using the eto dialyzer. An allergic reaction is defined by a constellation of symptoms experienced by the pt after exposure to an allergen. The event of allergic reaction to the optiflux dialyzer is being reported as a serious injury MDR since a change in the dialyzer is considered to be a medical intervention. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.